Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. Revision was attempted but the lead could not be repositioned. The lead was successfully explanted.